Event description:
Complainant alleged that while attempting to defibrillate a pt, the device was charged to 200 joules and upon an attempt to discharge, displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.